Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported two patients with a radial capsular tear, one requiring an anterior vitrectomy, occurred during a laser assisted cataract procedure. Upon follow up, the reporter indicated a monofocal three piece intraocular lens (iol) was implanted instead of the planned toric intraocular lens. Reporter stated the surgeon reported the patient was very unhappy about not getting a toric lens for astigmatism correction. The surgeon discussed options of lasik or photo refractive keratectomy (prk) in a few months to resolve the astigmatism there are two related reports for this facility. This report addresses the patient with radial capsular tear only, and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
A technical evaluation of the system was not requested. Potential contributing factors include patient movement or surgical technique. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).